Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor. Unable to perform the occlusion and prime test due to excessive no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that she experienced vomiting and diarrhea as well. The customer declined to troubleshoot, and requested a replacement insulin pump as she no longer felt safe using it. Nothing further was reported.